Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy, rupture these are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "deform implant contour surrounding with hypoechoic fluid collection," rupture, and "silicone axillary lymphadenopathy." The device remains implanted.

Event description:
The device has been explanted.